Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.